Event description:
On 10 may 2019, neotract was made aware of a patient that underwent a prostatic urethral lift (pul) procedure without complications on (B)(6) 2019. The patient sent home without a catheter. At an unspecified time later, the patient sought medical care and was found to have a pelvic hematoma that was applying pressure to his bladder and ureteral orifices. Patient was hospitalized and received blood transfusion, percutaneous tubes, and dialysis for increased creatinine. Attempts to obtain additional information were unsuccessful.